Event description:
Device did not capture the suture appropriately in order to perform a sacrospinous ligament fixation vaginal vault suspension. The suture needle was offset. The user/provider attempted to perform the procedure with 3 different capio devices with the same model, lot, and catalog, and had to stop the procedure. All three performed the same way. Triage unit sequence# (B)(4).